Event description:
The customer reported the telemetry device shows "speaker malfunction" and "system malfunction" and has no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported the telemetry device shows "speaker malfunction" and "system malfunction" and has no sound. The device was not in use on a patient at the time of event, there was no patient involvement.